Event description:
The autopulse platform (sn (B)(6)) displayed a user advisory 45 (not at "home" position after power-on/restart) message. No additional information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) error message was confirmed during functional testing and based on the review of the archive data. The root cause of the reported complaint was a failure of the integrated encoder gearbox, likely attributed to a failed component. The archive data review identified ua45 around the reported event date, confirming the customer's complaint. The autopulse platform failed functional testing as a ua45 displayed upon powering on, thus confirming the customer's reported complaint. The failed integrated encoder gearbox must be replaced to address the issue. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with serial number (B)(6). B3.